Manufacturer narrative:
Upon review of medical records (assessment and operative), the patient¿s annual 4 year echocardiogram demonstrated an increase in aortic valve gradient, the peak gradient 76mmhg, and the mean gradient 46mmhg from the year before (peak 52mmhg and mean 27mmhg). The patient reported an increase of fatigue over the last year, no shortness of breath, chest pain or heart failure symptoms. The patient was assessed for a valve in valve procedure. A non-edwards transcatheter heart valve was successfully deployed within the previously implanted sapien xt valve. The patient was transferred for post management care.

Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case the cause of aortic stenosis is unknown; however, it could be related to the patient¿s advanced age (91 y/o) and significant co-morbidities (chf, htn hyperlipidemia). Restenosis is listed in the instructions for use for the tavr procedure and are known potential risks associated with the procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through (B)(4) clinical trial, 4 years and 1 month post implantation of a 23mm sapien xt valve the patient was admitted for aortic stenosis. No treatment was reported and the event was ongoing. Review of serial echo reports revealed that the peak and mean transvalvular gradients of 30mmhg and 15.32mmhg (paravalvular (pvl) and central aortic insufficiency (cai) not measured) at 30 day, the peak 54.69mmhg and mean 30.40mmhg with trace pvl and no cai at 1 year, 41.75mmhg peak and mean 21.14mmhg with no pvl and no cai at 2 year, peak 51.58mmhg and mean 21.42mmhg with no pvl and no cai at 3 year and peak 66.62mmhg and mean 37.63mmhg with no pvl and mild cai.